Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once follow-up is complete and/or all necessary information is obtained, a follow-up/final report will be submitted. This medwatch is being submitted to relay additional information. The following sections have been updated: b4, d4, g3, g7, h2, h3, h4, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. The root cause of the reported issue is attributed to the locking ring being at the low end of specification. Corrective actions were previously initiated to address this issue. The event cannot be confirmed.

Event description:
No additional event information, however follow-up with customer is still be attempted to acquire more details.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that while using the pulsavac wound lavage, in tkr procedure, the tip of the pulsavac came off. No adverse events were reported as a result of this malfunction.